Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08068. The patient received two leads with the same lot number. It was reported, the patient is experiencing redness, drainage and an opening at both incision sites. Oral antibiotics were prescribed as treatment. Follow-up identified surgical intervention was undertaken, explanting the scs system due to a potential infection. Cultures were taken during the procedure. .

Manufacturer narrative:
(B)(4). Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.